Manufacturer narrative:
(B)(4). Date sent: 4/21/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch#: 849c01. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and not returned for analysis. Further evaluation shows the anvil partially detached and the anvil post on the distal end and one post on the proximal area appears to be damaged as if the anvil was pulled out of the device. The device was received with no reload present. No functional test could be performed with it due to the condition of the device. The damage to the firing knob and anvil is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number: 849c01, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide more details about the device quality issue. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed? Were any staples delivered into the tissue at all? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? Did the device cut the tissue? If the device cut, was the cut line complete? How was the issue addressed? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, ntlc75 got stuck. No patient consequences were reported.